Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons.

Event description:
On (B)(6) 2013, patient reported the down button on the infusion device does not function. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.